Event description:
It was reported that a week and a half post implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing impedances out of range. Technical services (ts) discussed troubleshooting options. At this time, this crt-d remains in service. No adverse patient effects were reported.